Event description:
Boston scientific received information that the right atrial lead exhibited loss of capture. The atrial output was increase which resolved the issue. No measurements were provided and no adverse patient effects were reported. The right atrial lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.